Manufacturer narrative:
Product analysis # (B)(4): the external slider was partially retracted on receipt of the device. Necking was evident to the graft cover. Deformation was evident to the stent stop cup with bunching evident to the distal stent graft. A kink was evident to the spiral member. It was not possible to deploy the stent graft as rotating the handle resulted in further necking. The reported deployment issues could be confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information received; upon unboxing, no damage was observed to the delivery system or its packaging. Deployment steps were followed in accordance with the instructions for use (IFU). Mild calcification was noted, but the issue was attributed to the slider of the delivery system rather than the calcification. The index procedure and subsequent intervention were performed on the same day, at the same surgical setting. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Device evaluation summary four (4) images were received from the account. The images show the external slider partially retracted. The stent graft has retracted with the graft cover creating a gap between the taper tip and the graft cover tip/stent graft. Snacking is evident along the graft cover. An image of the shelf carton label confirms the product identification. The reported deployment/expansion issue was confirmed through image review. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an elective endovascular aortic repair procedure intended to treat an aneurysm measuring 78mm. After im planting the endurant main body the stent graft limb (stent graft etlw1610c199ee endur ii limb) could not be released. The handle only advanced the sheath approximately 3 cm before rotating without further release. The healthcare professional was able to remove the device for further investigation. The procedure was completed by replacing the limb with two other limbs. The cause of the event could not be determined. The event was resolved by completing the procedure with the replacement limbs.